Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the implantable cardiac monitor exhibited undersensing leading to multiple pause episodes with flat r waves. Programming changes were made and the maximum sensitivity was decreased. A huge improvement in the pause episodes was observed. The patient was in good condition and active.

Event description:
New information received suggests additional false pause episodes were observed on electrocardiogram (egm) by the physician. No programming changes were made by the physician at this time as they were suspected to be false pause episodes and not true episodes. The patient experienced no adverse consequences.